Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. . Follow-up #1: date of submission 9/03/15 device evaluation: the device has been returned and evaluated by product analysis on 04/08/2015 with the following findings: unexplained power resets observed in the black box. Battery compartment is cracked on the side from threads to cover. Returned battery cap has stripped threads and is unable to fully attach to the pump; power issue duplicated with returned battery cap. New test battery cap is able to carefully attach to the pump and was used to complete a 24hr duration test; no power interruptions were duplicated. Returned cartridge cap used to complete testing. The tdd¿s add up correctly and reflect the users programmed basal rates. Pump passed delivery accuracy test and was found to be delivering accurately and within range. Corrosion observed inside battery compartment. Leak test verifies leak in battery compartment. Removed cover; no further evidence of moisture or damage to the power circuit was found. Unrelated to the complaint, the display screen has a pinkish contrast. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2015, the reporter contacted animas and alleged that the pump had a cracked battery compartment, and that the patient was unable to securely fasten the cap to the compartment. The pump was experiencing intermittent power issues and the patient had a blood glucose of 425 mg/dl with a raspy voice, sluggishness, and fatigue (extreme drowsiness). This complaint is being reported because the patient experienced hyperglycemia and the power issue was not resolved.